Event description:
The shunt was implanted in 2002. During a gastrostomy operation in 2002 the pt struggled and hit head on the operating table and pillow. Swelling, the circumference of the reservoir, was noticed three days later. When revised the reservoir was found to be broken.